Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: mesosalpinx"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 627756,629145) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), rash ("skin rashes/rashes or skin conditions type: stomach, chest, arms, legs"), depression ("depression"), anxiety ("anxiety"), arthritis ("arthritis"), vaginal discharge ("vaginal discharge"), myalgia ("muscle pain"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, autoimmune disorder, pelvic pain, abdominal distension, alopecia, fatigue, weight increased, rash, depression, anxiety, arthritis, vaginal discharge, amnesia, feeling abnormal, allergy to metals, arthralgia and dysmenorrhoea outcome was unknown, the menorrhagia and vaginal haemorrhage had not resolved and the myalgia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, autoimmune disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, myalgia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion . Lot number: 627756 manufacture date: 2008/08 expiration date: 2010/08 . Lot number: 629145 manufacture date: 2009/01 expiration date: 2012/01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: mesosalpinx"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 627756,629145) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), rash ("skin rashes/rashes or skin conditions type: stomach, chest, arms, legs"), depression ("depression"), anxiety ("anxiety"), arthritis ("autoimmune disorder type of disorder: arthritis"), vaginal discharge ("vaginal discharge"), myalgia ("muscle pain"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, autoimmune disorder, pelvic pain, abdominal distension, alopecia, fatigue, weight increased, rash, depression, anxiety, arthritis, vaginal discharge, amnesia, feeling abnormal, allergy to metals, arthralgia and dysmenorrhoea outcome was unknown, the menorrhagia and vaginal haemorrhage had not resolved and the myalgia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, autoimmune disorder, depression, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, myalgia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received: vaginal haemorrhage, menorrhagia, arthritis, amnesia, feeling abnormal, allergy to metals, dysmenorrhoea, vaginal discharge, arthralgia, myalgia were added. Device migration was updated to fallopian tube perforation. Reporter, patient demographic information, concomitant disease, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: mesosalpinx/ migration of esuure device') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 627756,629145) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cancer. Concurrent conditions included paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), rash ("skin rashes/rashes or skin conditions type: stomach, chest, arms, legs"), depression ("depression"), anxiety ("anxiety"), arthritis ("arthritis"), vaginal discharge ("vaginal discharge"), myalgia ("muscle pain"), amnesia ("neurological conditions or problems type: memory loss"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), arthralgia ("other injury(ies) or complication (s) please describe: joint pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), thyroid disorder ("my antibodies are killing m") and dysgeusia ("metal taste") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, autoimmune disorder, pelvic pain, abdominal distension, alopecia, fatigue, weight increased, rash, depression, anxiety, arthritis, vaginal discharge, amnesia, feeling abnormal, allergy to metals, arthralgia, dysmenorrhoea, thyroid disorder and dysgeusia outcome was unknown, the menorrhagia and vaginal haemorrhage had not resolved and the myalgia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, autoimmune disorder, depression, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, myalgia, pelvic pain, rash, thyroid disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number: 627756 manufacture date: 2008/08 expiration date: 2010/08 . Lot number: 629145 manufacture date: 2009/01 expiration date: 2012/01. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,dysmenorrhea, vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New events added- thyroid disorder and dysgeusia. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), rash ("skin rashes"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, abdominal distension, alopecia, fatigue, weight increased, rash, depression and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, depression, device dislocation, fatigue, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.